Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. A review of an image provided of the instrument was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image confirms the customer's alleged complaint. The instrument has a detached blade. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade on a harmonic ace instrument was broken. The customer used a spare instrument to complete the procedure. A fragment reportedly fell inside the patient and was retrieved during the same procedure which was completed robotically.